Event description:
Pt. Underwent laparoscopic assisted bowel resection on 05/11/2000. X-ray and CT scan on 05/15/2000. X-ray and CT scan on 05/15/2000 detected excessive intra-abdominal free air. Return to surgery where 2 cm.duodenal perforation found posterior to the anastomosis. Staple and suture repair. Full thickness necrosis found in 5 segments of the small bowel secondary to enzymatic and chemical damage due to leak from perforation. Varied in length 1-2 cm to 5-6 cm. Five separate segmental resections performed. Pt. Expired 05/22/2000.